Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR:device evaluated by MFR: the returned device has a char in the tip. The ablation was verified by using the maestro generator 3000 and the d10 error code "replace catheter invalid ID" was displayed on the maestro screen. Electrical test found the returned device was within manufacturing specifications. The handle was opened and it was found that the receptacle was wired improperly since the short resistor lead was assembled incorrectly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based upon analysis completed on (B)(4) 2014. It was reported that the system had error codes. The lesion being treated was located in the right atrium. The physician was testing a intellatip mifi xp temperature ablation catheter outside of the patient's body when a catheter ID not recognized error code was noted. The generator as exchanged, however the catheter was still unrecognized. The procedure was completed with another of the same device. No patient complications were reported. Device analysis found char on tip.